Manufacturer narrative:
With the available information provided to medtronic, there was no failure of the product and the event was related to patient/clinical circumstances. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this annuloplasty ring, the ring was implanted, explanted and replaced with a bioprosthetic valve. The reason for replacement was reported as recurrent regurgitation. The physician indicated that the ring functioned as expected. No additional adverse patient effects were reported.